Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(4) as follows: it was reported that on (B)(6) 2019, the lcp screw was placed in a va hole at a va-two column plate and slipped through the hole. According to the information given the lcp screw was placed at a 90 degree angle. If the screw is placed at any other angle the slipping can occur. No adverse patient harm. No surgery delay reported. Surgery was successfully completed. No fragments were created or remained in the patient. This report is for one (1) unk - screws: trauma. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: visual inspection: upon visual inspection of the complaint device it can be seen that the screw has some small deformation and discoloration from use (at the head thread, at the recess and at the tip of the screw), these damage resulted most likely from locking in the plate. Functional test: during investigation a functional test was performed, together with the returned plate. The screw passed the functional test, as we were able to lock the screw in hole va2. Dimensional inspection: the article has passed the function test, no issue could be confirmed, and therefore no dimensional inspection is needed. Document/specification review: based on the received information a review of the technique guide could be performed, further ¿document/specification review¿ is not possible, as no lot number got reported. Summary: unfortunately, we are not able to determine the exact reason for this occurrence, but we assume that during the operation an application error may have taken place, as the article has passed the function test, based on this we are not able to confirm complaint description. To prevent such problems, it is necessary to operate according to the surgical technique. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.